Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg exhibited the typical u1-analogic electrocautery damage at the explant procedure. Upon receiving, the device was in hibernation, and it was charged to 3.58 volts in one charging cycle. Device exhibited low impedance values without any leads inserted along with electrocautery burn marks on the case. The daily battery depletion rate after the explant procedure without stimulation was 158.8 mv. Sleep current leakage measured 1.63 ma. Vh to ground measured 2.01 kilo ohms. The device had electrocautery burn marks on the case. The use of electrocautery during the explant procedure resulted in the analog ic u1 damage. Exposing the ipg to high voltage transients could cause this type of failure (er2010).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.